Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Additionally, during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. A new cartridge was successfully filled and loaded onto the pump. There was no impact to the customer¿s blood glucose.